Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced. After the procedure, the patient is still incontinent. A revision surgery is not planned until patient makes a decision to have the implant replaced.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.